Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein both existing leads were explanted and replaced to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-30430. It was reported that patient experienced ineffective therapy. Reportedly, patient lost 20-lbs recently and system diagnostics recorded high impedances on all lead contacts . Surgical intervention may take place to address the issue.